Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer reseated cubie pockets, cleaned debris, reseated the retractor band cable and recovered storage space in drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure and needed maintenance. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.